Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed to implant a new device. At the time of revision the pace/sense portion of this lead was surgically abandoned and the pace/sense portion of a previously abandoned competitor lead was connected to the new device. The high voltage portion of this lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed oversensing resulting in greater than two seconds asystole. This occurred while the patient with this lead and device was working with some electrical woodworking machines. All other lead measurements were normal. The device sensitivity was reprogrammed. A data download was provided to an internal technical service consultant for their review. It was determined the noise was consistent with myopotentials. In addition, decreased impedance measurements were noted. Further lead integrity maneuvers and lead monitoring were recommended. As of this date, this device and lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information becomes available, this event will be updated.